Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.evaluation summary:the reported condition of a basal/bolus infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor device ruptured during filling. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.